Event description:
Dealer called stating that the left rear wheel on the trsx58fb manual wheelchair is allegedly bent. The spacers between the frame and rear wheels, on both sides, are allegedly very rusty. A not holding the left rear wheel is very oxidized. Rust is in the right front rigging brackets this is stated as being an out of box failure. No injury.

Manufacturer narrative:
(B)(4) - trsx58fb manual wheelchair was delivered to a hospital, discovered that the left rear wheel was bent, spacers between the rear wheels and the frame are very rusted, on both sides. A nut holding the left real wheel is very oxidized and there was rust in the right front rigging bracket. This incident is stated as an out of box failure. The product was taken straight back to the dealer. RMA (B)(4) has been issued for the return of the product for an inspection / evaluation. The product was intended for a (B)(6). No patient involvement with this product.